Event description:
It was reported that the physician noted vt episodes caused by atrial fibrillation. Unanticipated therapy was delivered and t-wave over sensing occurred. Problems were resolved non-invasively by reprogramming. When another test was performed, no t-wave over sensing appeared. The patients medical condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.